Event description:
It was reported that the insulin pump was lost at the store and the customer was hospitalized due to high blood glucose of 790 mg/dl. The father called back and stated that the device was found at the store. Troubleshooting was performed. The time and the settings on the insulin pump were correct. Ran a fixed prime test and the insulin was delivered properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.